Manufacturer narrative:
This MDR is related to MDR 1635959-2014-00224. Investigation eval: investigation into this feedback included: a review of the feedback details, a review of the device history which indicated the product was manufactured to specs, and a review of the zenapro hybrid repair device IFU. Summary of investigation findings: the root cause of the pt's bowel obstruction appears to be related to extensive adhesion formation. The root cause of the adhesion is inconclusive. However, many factors can influence and contribute to adhesion formation including, but not limited to a pt's tendency to form adhesions, an abdominal procedure, any damage to the bowel during the initial surgery, excessive tissue incisions, history of prior surgeries, excessive handling of viscera, post-operative activities, and nutrition. Adhesion formation is listed as a potential complication in the IFU.

Event description:
On (B)(6) 2014, dr. (B)(6) implanted a c-hyb-15d and a c-hyb-20x30 with securestrap fixation for repair of a large abdominal hernia. The surgery took place at (B)(6). The c-hyb-15d was placed to cover a previous stoma site that was not closed. The c-hyb-20x30 was placed to cover a swiss cheese like defect which was lateral to the previous stoma site. The two grafts overlapped in one small area. On (B)(6) 2014, post-op day 5, the pt complained of pain, a CT scan performed at 1 week post-op indicated a potential bowel obstruction. On post-op day 12, the pt was admitted to (B)(6). The pt discharged himself from the hospital against medical advice on that same day. The following day, the pt presented to (B)(6) and was admitted. On (B)(6) 2014, dr. Reoperated on the pt. Laparoscopic adhesion takedown was attempted by dr. (B)(6). The operation was converted to an open abdominal case reportedly due to the extensiveness of the adhesions. During the operation, dr. (B)(6)'s observation was that the sis had pulled away from the polypropylene mesh. Dr. (B)(6) was able to remove all of the polypropylene mesh, but she was unable to remove the entirely of the sis from the bowel. The pt's acute abdomen resolved and the pt recovered without further incident.